Event description:
Complainant alleged that during a routine shift check by a clinician, the device made a loud pop sound when attempting to charge defib. Device also displayed an "error 42" message. The complainant indicated that there was no pt involvement in the reported malfunction.